Event description:
Caller reported symptoms of hypoglycemia with a compact plus system blood glucose result of 178 mg/dl. She self-treated with food. Same system retest result within 10 minutes was 59 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.